Event description:
It was reported that this right ventricular (rv) lead was capped due to integrity issues. It was confirmed by x-ray that the coil was touching the newly implanted rv lead and causing noise on the rv channel. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).